Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was a keypad failure. No patient involvement was noted.

Event description:
It was reported that there was a keypad failure. No patient involvement was noted.

Manufacturer narrative:
The reported event of keypad failure was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record for sn (B)(6) was performed from 01/08/2018 to 12/17/2020 and confirmed that this device was previously returned for servicing and there was no production failures which correlates to the customer reported issue. The device wasn¿t returned to cad or the service depot for investigation or repair. No failure data exist to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The customer¿s reported problem cannot be confirmed. Based on the file review, no further escalation is required. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.